Event description:
Pump infusing at .02 m3/kg/min until completion; change of system and medication started with same infusion parameters but later was found to be infusing at .28 m3/kg/min, causing apnea w/consequent hypotension; no injury reported (overdose).

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log analysis does not confirm the event described in the complaint as it shows that flow rate modifications were done by user with a restart at 17:30 at same previous rate. The reported device was received in brézins for investigation. Nothing was found during external and internal check. Several functional tests were carried out and specifically flow rate accuracy and keyboard functionality. All performed successfully and values were compliant with IFU specifications compared to settings. The reported event regarding unexpected flow rate change could not be reproduced. There was no technical or functional issue that could be identified for this device which worked as intended. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.